Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that during patient use, the device reset and started up again on its own. There was no patient harm reported.